Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported that patient underwent total left hip arthroplasty on (B)(6) 2006. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2013 due to patient allegations of pain, synovitis, elevated metal ion levels, metallosis, soreness, dysfunction, and loss of range of motion. A review of invoice history confirmed both surgery dates and that the modular head and taper insert were removed and replaced during the revision procedure. Additional information provided in patient medical records indicate that revision procedure performed on (B)(6) 2013 noted necrosis, greying of tissue, synovitis, metallosis, trunnion changes and blackening at the junction of the head and neck. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-00914 / 00015).

Event description:
Legal counsel for patient reported that patient underwent total left hip arthroplasty on (B)(6) 2006. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2013, due to patient allegations of pain, synovitis, elevated metal ion levels, metallosis, soreness, dysfunction, and loss of range of motion. A review of invoice history confirmed both surgery dates and that the modular head and taper insert were removed and replaced during the revision procedure. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.